Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was at end of service and high impedances were noted (reference mfg report 3004209178201007282). After replacement, low out of range impedances were noted. Other impedances were also on the lower side of normal, in the 400 ohms range. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.